Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump it was taken off right before he passed away. Caller stated that the customer death was due to congestive heat failure and diabetic complications. Caller stated that she took customer to the hospital due to high blood glucose of over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.